Event description:
The following has been reported: customer reported: a patient pulled apart the tubing on set0032-1 where it connects into one of the lower y-sites during an infisuion. Customer states there was no patient harm. Customer also stated they still had some of their old dedicated IV pump tubing sets from their previous pump and did a pull test to see if those would pull apart with similar force. They state the same thing happened with the other pump set. A preliminary review identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. Defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection a separated outlet tubing was detected from the lower luer activated valve, y-site. The mentioned tubing was not returned for evaluation. Under microscope, few traces of solvent were observed at the lower luer activated valve, y-site. The customer complaint is confirmed. The most probable root cause could be related to the operator not performing the joining operation correctly or lack of joining time in the union resulting in the separation of the tubing from the y-port resulting in the connection failure (leak at connection). A red light was installed at all the bonding stations to ensure proper timing is observed. Completed on 04/21/2025. The current process detection controls include post sterilization sampling final inspection, 100% visual inspection related to separated components during the manufacturing process and final physical inspections, the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25e26013 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.